Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('she perforated the coil into my left tube') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), pain ("bodyaches"), systemic lupus erythematosus ("lupus"), endometriosis ("endometriosis") and abdominal pain lower ("cramps") and was found to have weight increased ("weight gain"). At the time of the report, the fallopian tube perforation, weight increased, pain, systemic lupus erythematosus, endometriosis and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, endometriosis, fallopian tube perforation, pain, systemic lupus erythematosus and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-apr-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('she perforated the coil into my left tube') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), pain ("bodyaches"), systemic lupus erythematosus ("lupus"), endometriosis ("endometriosis") and abdominal pain lower ("cramps") and was found to have weight increased ("weight gain"). At the time of the report, the fallopian tube perforation, weight increased, pain, systemic lupus erythematosus, endometriosis and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, endometriosis, fallopian tube perforation, pain, systemic lupus erythematosus and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.